Event description:
The lay user/pt called lifescan (lfs) on sept. 4, 2007, alleging the one touch ultra meter would not power on. This complaint was classified based on the customer care advocate (cca) documentation. The pt reported the meter would not power on. The issue began in 2007, at 7:00am. After the reported issue, the pt reported feeling shaky, sweaty, and weak. The pt denied receiving medical attention or taking action following use of the meter. The issue was resolved with troubleshooting with the cca. The meter was replaced. This complaint is reported, although the issue was resolved, the pt alleged developing symptoms that can be suggestive of low blood glucose after the meter issue had occurred.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report. See scanned pages.